Event description:
Boston scientific received information that the right ventricular (rv) lead threshold measurements had increased from 1.1v at 0.5ms from implant to 5v at 2ms. Additionally, fluid was observed around the patient's heart. A perforation was suspected. The patient was not pacer dependent. The device was reprogrammed to maximum output. The patient endured syncope, however, the physician did not suspect related to the device system. No further information was available.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.